Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing from the sensor. Customer's blood glucose was unknown. Customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.